Manufacturer narrative:
The subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the external stress being applied to the instrument channel port due to the user handling such as the dropping, bumping or the interference with the cleaning brush. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the instrument channel port was damaged. There was no report of patient injury associated with the event.